Event description:
It was reported that the surgeon performed a posterior l5-s1 lumbar fusion on (B)(6) 2011 on the patient using synthes universal spine system (uss) titanium. At an unknown time, the patient developed adjacent degenerative issues at the l4-5 level. The surgeon performed the revision surgery on (B)(6), 2014 to remove the l5-s1 (uss) hardware and replaced it with (uss) titanium and used screws that were 1mm larger in diameter. He used a (uss) variable angle screw iii screw at the right l5 because the offset between the l4 and s1 screw was too great (needed a polyaxial screw) and then performed the decompression. He then connected the rods, and successfully completed the procedure. There were no issues with the old hardware. This complaint involves 8 devices. This report is 2 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: mni, mnh, kwp, kwq, additional product code. Implant date: (B)(6) 2011. Adjacent degenerative issues at the l4-5 level. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.